Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the harness was observed to be pinching the gripper cover and the gripper cover was observed to be bulky/looses. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of the returned device analysis, the reported single gripper actuation issue and observed bulky gripper cover appear to be due to the harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted without issues. However, while in the valve, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted without issues. However, while in the valve, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.